Manufacturer narrative:
(B)(4). The incident sample was discarded by the site. If additional information pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that the device did not seal even though an end tone, indicating a completed seal cycle was heard.. No tissue damage. No bleeding. No patient injury reported. Another device was used to complete the procedure.